Event description:
It was reported that balloon rupture occurred. The patient was presented with shunt stenosis and underwent percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in mildly tortuous and severely calcified ventriculoatrial shunt. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.